Event description:
It was reported that the customer's pump screen was dark and would not turn on, resulting in the customer's blood glucose level reaching 552 mg/dl. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi). A replacement pump was sent to the customer to resolve the issue.